Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty slitting the white hub of the proximal portion of the delivery catheter. The physician had to cut the hub with a scissor and re-engage the slitter at the junction between the white hub and the main body of the catheter. It was noted part of the rubber inside the hub was at the level of the slitter pathway and the physician could not slit the rubber. The white hub was then slit and the rubber was wrapped around the lead; the physician had to cut the rubber with scissors and the delivery catheter was removed. No patient complications have been reported as a result of this event.